Event description:
According to the reporter, during an open pancreaticoduodenectomy, when cutting the stomach, the tissue was clamped, the green button was pressed, and an attempt was made to perform the resection. In the first firing, when the 60-millimeter (mm) purple reinforced reload was used, it was unable to be fired since the tissue was thick. Then it was replaced with a 60mm black reinforced reload and when tried firing again, it was unable to be fired as the handle was unable to be squeezed. The firing was tried many times but a crack sound was heard in the middle and then the handle became unable to be used. Another set of handle and reload were used and this time, the stomach was clamped but it could not be clamped, and even when the handle was squeezed, the tip opened. A linear cutter from a competitor's product was then taken out and the stomach was resected. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: unknown sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot number: unknown) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot number: n5e1975y) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot number: n5c1785y) egiaushort, egiaushort endogia ultra univ sht stap, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.